Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 4.6 cm diameter abdominal aortic aneurysm approximately three weeks ago. The proximal neck was 15.3 mm to 21.5 mm in diameter and 32 mm in length. The right iliac artery was 9-10.3-12.6 mm in diameter and the left iliac was 16.5-17.9-15.9 mm in diameter. The right femoral artery was 6.9 mm in diameter and the left femoral artery was 6.6 mm in diameter. The proximal neck was described as small and calcified. The left iliac was tight due to calcification. Prior to the endovascular procedure the patient had bi-lateral renal stenting. It was reported that the first covered stent was deployed at the level of the left renal artery. As the stent graft was attempted to be pulled down the stent graft got caught in the left renal artery covered stent and would not move down. The stent did not appear to be protruding into the aorta. The stent graft was left at the level of the left renal which caused unintentional coverage of the right renal. A chimney/snorkel technique was attempted to re-perfuse the right renal artery unsuccessfully. The physician believes the patient will be fine with only one functioning kidney. No additional clinical sequelae were reported. The delivery system was discarded.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial occlusion), patient's condition affected effectiveness of device (small iliac arteries, small calcified aortic neck), caused by another drug/device (stent graft got caught on covered renal stent). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small iliac arteries, small calcified aortic neck), another device caused failure (stent graft got caught on covered renal stent).